Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that "when the tap was taken off the tube, the customer realized that the tap seemed to be rusted. We have received the unit and took off the tap and verified that the tube internally is also rusted. Occurred with five units this lot. We received 1 unit for check.